Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). D4) zta-p-40-117-w1 or zta-de-42-94-w1. Summary of investigational findings: a tevar (thoracic endovascular aortic repair) was performed on (B)(6) 2021 with zta-p-40-117-w1 placed at the proximal end and zta-de-42-94-w1 placed at the distal end. Coil embolization for type 1b endoleak treatment in zta-de-42-94-w1 was performed on (B)(6) 2021. The patient underwent artificial vascular replacement for abdominal aortic aneurysm on (B)(6) 2022. (B)(6) 2022 total arch replacement (tar) was performed using open stent graft placement. On (B)(6) 2023 the patient underwent thoracic/abdominal replacement due to the imminent rupture of a distal aneurysm in zta-de-42-94-w1. Cta (computed tomography angiography) from planning implant, 2 post - implant follow - ups, follow up post coil embolization, follow up post open arch replacement and aaa (abdominal aortic aneurysm) repair, follow up large left pleural effusion, follow up small left pleural effusion and follow up post open descending thoracic graft, all from (B)(6) 2018 and to (B)(6) 2023, were provided and reviewed by an imaging expert. Per the findings in the imaging review: "the distal seal zone was primarily established by the zta-p-40-117-w1. The zta-de-42-91-w1 only extended the distal seal zone anteriorly by 13.6mm. Along the posterior aspect of aorta, the zta-p-40-117-w1 and the zta-de-42-91-w1 were equal or flush. The zta-de-42-91-w1 and zta-p-40-117-w1 were implanted in a funnel shaped partially thrombus containing distal seal zone. The seal zone maximal diameter flared approximately (B)(4). It was 35.6mm at the ca (celiac artery) origin and 44.7mm 20mm cranially towards the aneurysm. It contained 9.86mm of mural thrombus on its cranial side. Post implant, the seal zone was within 2mm of the ca origin. The aortic maximal diameter improved to 41mm on its cranial edge. Two years later, a type ib endoleak had developed along the distal seal zone. The anterior margin of the seal zone had moved towards the aneurysm sac from 8.02mm to 17.7mm relative to the ca. Most of this increase was from superior shift and crowding of the zta-de-42-91-w1/zta-p-40-117-w1 segments as marked by their combined movement relative to the calcified atheroma they covered. Although aortic lengthening can falsely suggest endograft movement, aortic lengthening in this case was insignificant. The aorta lengthened only slightly between these calcifications and 4mm overall. Type ib endoleak coil embolization did not maintain the distal seal. By 2023, endoleak extension beyond the calcified atheroma that originally marked the aortic wall was evidence of impending rupture". Nothing indicates devices deficiency. There are adequate controls in place to ensure the devices were manufactured to specifications. Based on the provided information and imaging review, it is likely that the seal zone outside the IFU (instruction for use) by shape and mural thrombus contributed to devices migration which caused a type 1b endoleak, which dispite coil embolization has progressed and led to impending rupture. According to the IFU, the proximal and the distal ends of the device should be landed in parallel aortic neck segments without acute angulation (> 45 degrees) or circumferential thrombus/calcification to ensure fixation and seal. Furthermore, the IFU states that key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include a funnel shape at the distal fixation site. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: (B)(6) 2018: thoracic endovascular aortic repair (tevar) was performed with zta-p-40-117-w1 placed at the proximal end and zta-de-42-94-w1 placed at the distal end. (B)(6) 2021: coil embolization for type 1b endoleak treatment in zta-de-42-94-w1 ((B)(4), this complaint). (B)(6) 2022: artificial vascular replacement for abdominal aortic aneurysm. (B)(6) 2022: total arch replacement (tar) was performed using open stent graft placement. (B)(6) 2023: transferred to another hospital and underwent thoracic/abdominal replacement due to the imminent rupture of a distal aneurysm in zta-de-42-94-w1 (B)(4).